Event description:
A patient hit their head on the edge of the head holder as their slid up the cradle and received a 2 cm by 2 cm cut. The patient had acute bleeding because of hypertension. The edge of the head holder has a design requirement that defines the radius of this edge so that it is not sharp. Until the company can evaluate the customer's head holder it is unknown if the head holder has been damaged, causing the sharp edge, or if it was manufactured incorrectly.